Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The log review confirmed that the mcs instrument and tip accessory was used on 08-sep-2022 via system sp0079. Isi received video clips related to the alleged complaint. A review of the video clip was conducted by an isi clinical development engineer. The following additional information was provided: it was confirmed that the mcs instrument is used without issue in the video 1. The mcs then goes off screen for an unknown amount of time while suction is applied to the area and other instruments are moved. In video 3, when the mcs is brought back in to view, the instrument tip is missing. The tip is located lying on top of unknown anatomy in video 2 and is retrieved using a laparoscopic grasper. Due to the mcs being out of view at the time of the tip falling off, the root cause of the failure mode cannot be confirmed based on this video review or prior to the return and analysis of the instrument. This complaint is being reported due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument was found to have the mcs tip separated and fell into the patient¿s anatomy. The tip was retrieved during the same procedure. The procedure was delayed. The customer completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument and mcs tip accessory were inspected prior to use with no abnormality. When the customer used the instrument for about 40 to 50 minutes to dissect the tissue, the mcs tip broke and fell into the patient¿s cavity. The mcs tip was retrieved during same procedure and no additional surgical procedure was required to remove the fragment. In addition, the surgeon did not notice any issues with the functionality of the instrument. The mcs instrument did not collide with any other instruments during the surgical procedure. The instrument wrist was straightened upon removal. There was no difficulty in removing the instrument and mcs tip. The surgical staff did not notice any damage on the mcs tip accessory, mcs instrument, or cannula after the event occurred. The mcs tip appeared to be properly installed and the installation tool was used. Post-operative tests like an x-ray or ultrasound were not performed. No intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Were identified. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was unknown if a reducer, electrolube or any other lubricant was used prior to the mcs tip accessory installation. The mcs instrument would not be returned. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information. The customer stated that the issue occurred 3 to 4 times but could not provide further details. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has further investigated and tested the monopolar curved scissors (mcs) tip. Upon tested by the failure analysis engineer (advanced failure analysis), the initial failure analysis (fa) were partially confirmed. The complaint related to the tip falling off was not replicated in house. The tip accessory was installed on an in-house instrument since the instrument was not returned, and the tip would not fall off when the grip knob was actuated. The tilting movement observed in the initial fa was confirmed. Gently pulling on the retaining cover did not result in the cover coming off. Pressure was applied to the mcs blades and the tip accessory did not appear to move. The tip accessory falling off could not be reproduced in-house. The damage on the retaining cover was confirmed. The damage is typical attributed to mishandling/misuse. The mcs instrument tube adapter has grooves that accept the internal bumps of the retaining cover. If the retaining cover is incorrectly aligned and the bump does not enter through this channel, the bumps in the retaining cover can be forced outwards and result in the damage observed. Proper alignment is achieved by lining up the white stripe on the instrument with the black stripe on the cover. Another potential cause could be if the retaining tip cover is rotated to lock onto the instrument before the cover is fully seated in the proximal direction towards the instrument housing. This can cause the cover¿s internal bumps to protrude since they are forced outwards. A potential cause of the cover not being seated fully downwards is if the tip accessory's actuation rod ball is not properly seated within the socket of the instrument's coupling. In this case, the ball could incorrectly sit on top of the instrument coupling's socket instead of within the socket. In this case, if the instrument is installed on the system and the grips are actuated, the instrument's coupling could for the metal subassembly of the tip accessory further than intended, apply excessive force to the retaining cover, and cause the tip accessory to fall off. When the tip accessory is correctly installed onto the mcs instrument distal end, during operation the system does not allow the instrument coupling to extend past the socket opening, which ensures the tip accessory does not fall off. The returned accessory's actuation rod ball was inspected and does not appear to exhibit any damage that could cause issues with mating with the instrument's coupling socket.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of mcs tip insulation damage to be related to the customer reported complaint. For clarification, the mcs tip was found the have torn insulation on the interior of the accessory at the base. The accessory tip was not returned with the instrument used when failure occurred, therefore an in-house instrument was used to attach the mcs tip. The accessory was attached to the instrument successfully and opened and closed properly. However, when the grips of the mcs tip were open, the torn insulation would lift from its designated position and cause the tip to tilt off from its straight position. The instrument was installed onto an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The accessory tip did not detach completely from the instrument during in-house testing. The root cause of the damaged mcs tip is typically attributed to mishandling/misuse. For clarification, no pieces were missing from the accessory tip.